Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Device manufacturing date is unavailable. Onsite investigation was preformed and it was suspected that the navigation system's surgeon monitor and its cable caused the reported event. Replacement of the monitor and the cable resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as it passed bench testing and functioned as intended. Analysis of the returned monitor confirm an electrical failure as the issue was duplicated during testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the surgeon monitor went black. It was working normally for about an hour into the surgery and then it turned black. Both navigation systems were in use so they disconnected and reconnected the video cable on the back of the monitor. The video would resume for a few minutes and then go black. They continued re-connecting the cable in the monitor until the other navigation system's surgeon monitor became available. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.